Event description:
It was reported that the patient was deceased. The cause of death was unknown, but unrelated to the implantable pump system. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.